Event description:
Surgeon reports lens replacement due to anterior displacement and subsequent myopia. Surgeon feels haptics were defective or somehow became deformed by surgical or post-operative forces and were unable to retain memory of proper angulation. A surgical intervention to remove potentially trapped viscoelastic was performed approx 2 weeks post-operative lens implant. The next day there was no improvement so the lens was removed and replaced.